Manufacturer narrative:
Age, and date of birth not provided. Weight not provided. Device not returned to manufacturer.

Event description:
The doctor reported that the patient came into his office with the restoration in hand due to a fractured abutment screw (iunihg ). Part of the abutment screw remained in the restoration and the other part was still inside the implant's drive feature.

Manufacturer narrative:
One gold-tite tm hexed uniscrew was returned for inspection. The screw was fractured at the top of the threaded region. The drive feature is worn but functional. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® gold-tite® hexed screws it is recommended to torque at 20ncm. Complaint indicates screw fracture. The alleged event was confirmed following inspection. A root cause for this complaint could not be determined. Device available for evaluation: change ¿no¿ to ¿yes¿ . Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.